Event description:
It was reported that during a procedure, the generator was showing an error message when the probe was connected. Due to this connection error, the procedure was cancelled with no adverse consequence to the patient.

Manufacturer narrative:
The reported error message issue could not be confirmed. The device functioned as intended during a simulated lesion test. No functional anomalies were noted. The device was manufactured according to specifications as supported by the receiving inspection results. The cause of the reported error message remains unknown.